Manufacturer narrative:
The console was received from the customer and an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a placement signal that was not working, and the flows would not increase past p2. The aic was removed. There was no patient harm reported. No additional information was not provided.